Manufacturer narrative:
Evaluation summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there were no other complaints of this nature reported. Review of the compounding and filling mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause could be determined at this time. Additional info was requested from the consumer via mail on 01/17/2011; via phone on 01/21/2011 and 02/11/2011. (B)(4).

Event description:
A consumer reported an eye infection following the use of this product. She stated she went to the doctor and was prescribed an antibiotic. Additional info has been requested.